Manufacturer narrative:
Investigation summary: samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. A corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that the tip broke off during infusion, and led to medication leaking out and not being administered to the patient. Additional information received on 22jul2024 stated that the patient received a dose, but the dose was delayed as this one leaked when attaching to the patient. The medication had to be remade in another syringe. There was no harm or injury to the patient due to this incident.

Manufacturer narrative:
Additional information was received from the initial reporter on 22jul2024 therefore additional event information was added to section b5. Additional information was received from the initial reporter on 22jul2024 therefore section h6 health effect - impact code was corrected from missed dose to delay to treatment/ therapy.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the tip broke off during infusion, and led to medication leaking out and not being administered to the patient.